Event description:
Complainant alleged that during biomed testing, the device did not allow the associated defibrillator to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.